Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2009. It was reported that the patient expired on (B)(6) 2016 due to unknown reasons. The patient was a repeat gastrointestinal bleeder with frequent admissions. It was reported that the patient's bleeding was intermittent and the patient would sometimes go several months with no issue but then require blood transfusions every 2 to 3 weeks. The patient did not take coumadin or aspirin over the last four years. The patient was followed closely by an oncologist that would monitor hemoglobin and hematocrit weekly and transfuse on an out-patient basis when hemoglobin dropped below 9 g/dl. The vad team was not able to find a source of bleeding or address the bleeds. It was reported that the patient also had aortic insufficiency and demonstrated signs of kidney failure. The patient was not a surgical candidate. The patient reportedly had a poor quality of life over the last few months and elected for hospice. There were no device issues observed.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding and kidney failure could not be conclusively determined. Bleeding and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.